Event description:
Patient's father reported the pump is not working. Pt needs a new pump for hizentra. No additional information provided. Serial number was not reported. No interruption to therapy, missed dose(s) or adverse event(s) reported due to product issue. Troubling shooting was not reported. Device is available for return. Date of malfunction is unknown. Reported to (B)(6) by pt/caregiver.